Event description:
A report received from the USA stated the burr of the device was not turning correctly. Device was used in cervical laminectomy surgery. No patient or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).